Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (investigation findings, and investigation conclusions). The device history record (DHR) and IFU were not reviewed as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported event is unable to be performed. Multiple requests have been made to obtain additional information. At this time, additional information has not been provided. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that patient with a 31mm 7300tfx mitral valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of two (2) years due to unknown reason.